Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 460 mg/dl. The customer tried to treat her blood glucose level with a bolus but received a no delivery alarm. The customer used a syringe filled with insulin to treat. The alarm was resolved by changing the complete set. Her shoulders were numb and she was nauseous. The customer had issues with the motor moving forward 15 units before insulin exited. The device was not returned.